Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to inflate and tip/shaft leak were not confirmed; however, a proximal shaft separation was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 2.25x15mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, the balloon would not inflate to deploy the stent. Injection contrast was observed leaking from the tip of the catheter resulting in the failure of the balloon to inflate. Another device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.